Event description:
It was reported that after the iab was inserted, the pump experienced helium loss alarms. The physician suspected a balloon leak so the iab was removed. There were no pt complications.